Manufacturer narrative:
Correction: during further evaluation, it was observed that the root cause was due to premature wear not normal wear from use and servicing as initially reported. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air pen drive device power was too low. It was further determined that the device failed pretest for check valve-control in ¿hand¿ position with hand switch, check valve-control in ¿lock¿ position, check external leak tightness, check internal leak tightness, general condition and check status of development. It was noted in the service order that the device was blocked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown, however it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.